Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part # 05.000.008, synthes lot # 008020, supplier lot # 008020, release to warehouse date # 15 june 2021, supplier # (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Service and repair evaluation: the customer reported hat the hand piece for battery powered driver high speed does not work. The repair technician reported that housing was chipped, cosmetic test was failed, wire was discolored, membrane vent was damaged, and debris on barriers was present. Also, device runs intermittently at fast forward. The cause of the issue is faulty parts. The following parts were replaced: scrapped chipped housing. The item was repaired per the inspection sheet, passed synthes final inspection and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, it was reported that the hand piece for battery powered driver high speed does not work. The issue was observed during routine equipment check. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that there was no further information regarding the issue. This report involves one (1) hand piece for battery powered driver. This is report 1 of 1 for (B)(4).